Manufacturer narrative:
The pump's test record was reviewed and all previous test passed. There is no previous complaint on the device. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
Infutronix, llc received a report patient that nimbus pump screen was blank and that it powered off. When attempting to power back on the only option was new infusion. The unit was powered back off and the line clamped. The patient was instructed to go into the clinic to have this addressed.